Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported failure to seal the perforation; however, the reported treatment appears to be related to the circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the patient presented with a free perforation with extravasation. A 3.5x19mm rx graftmaster covered stent was deployed, but the perforation was not completely sealed. A 3.5x16mm rx graftmaster covered stent was deployed partially overlapping the 3.5x19mm rx graftmaster stent to successfully seal the perforation. The graftmaster stents did not cause or contribute to the adverse event. No additional information was provided.